Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. After multiple times attempting to grasp the leaflets, one of the gripper arms did not come down. Therefore, it was decided not to use the cds. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr from 4 to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.